Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that catheter froze on wire occurred. The target lesion was located in the left descending artery (lad). A 3.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the guidewire is stuck and cannot be pulled out. The procedure was completed with another same device. There were no patient complications, and the patient was stable following procedure.